Event description:
It was reported that (2) devices were used during a total gastrectomy. It was reported by the affiliate that the cdh25 devices had leakage. Another device was used to complete the case. There was no consequence to the pt. The devices were discarded.